Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had low blood glucose level. The customer's blood glucose was 35 mg/dl. The customer treated their low blood glucose with orange juice and glucagon. The insulin pump will not be returned for analysis.